Event description:
Same case as MDR ID # 2134265-2013-0064, 2134265-2013-00647. It was reported that during percutaneous coronary intervention (pci) procedure, the automatic pullback of the ilab motordrive stopped. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the product was received in good condition with no visible external damage or defects observed. The mdu-5 was installed into a gold standard system and tested for functionality. The unit underwent a 4 hour burn-in without any failures observed. The unit meets specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-0064, 2134265-2013-00647. It was reported that during percutaneous coronary intervention (pci) procedure, the automatic pullback of the ilab motordrive stopped. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).